Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening and user error: using too long of an implant or installing the implant too deep. Implant model, lot number, exp date, manufacture date and gtin: 1st (superior): ifuse implant, p/n 7055-90, lot# i0307, mfd. 02/13/13, exp. 2018-02-13, gtin (B)(4). 2nd (middle): ifuse implant, p/n 7045-90, lot# 154276, mfd. 03/11/13, exp. 2018-03-13, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7045-90, lot# i0a24, mfd. 06/02/14, exp. 2019-06-02, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2015 where three implants were installed. The patient later reported to a new surgeon with complaints of a recurrence of pain symptoms. The surgeon determined that the three implants may have been loose and may also have been compressing the l5 nerve. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the left side implants using chisels and filled the explant voids with bone graft. He also removed the l4-s1 spine hardware. He then installed one implant of the same type posteriorly into each si joint and added additional hardware. The status of the patient following the revision procedure is not known.